Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reports that the device read 51 while the fingerstick value was 103. Patient did not report any medical intervention at the time of contact with dexcom technical support.